Manufacturer narrative:
Investigation summary: six samples were received for evaluation. Three 30ml syringes and three 60ml syringes (that are not mentioned in original complaint) were received in sealed packaging. There was no visible foreign matter/mold/contaminate inside the syringes or packaging. The original syringe from the failure was not received. Failure mode is not verified. We were asked to perform package integrity checks with the carbon chamber to see if the packaging had a pin hole or damage that could compromise the sterility of the syringes inside. This testing was performed and no failures were found. Root cause unknown. There could not be any way that penicillium could get through our sterilization process. It is likely that this contaminate came from an outside source after the syringe was opened from the sterile packaging. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. All required cleaning was performed during this lot per procedure. Investigation conclusion: this is the first complaint for the lot# 8164841 for the same defect or symptom. No related defects or qns recorded in the DHR. All required cleaning was performed during this lot. Root cause description: n/a. Root cause could not be determined.

Event description:
It was reported that a foreign contaminate was identified in the bd luer-lok¿ tip syringe. There was no report of exposure, injury, or medical intervention.